Event description:
The patient reported that she experienced a blood glucose (bg) of 44 mg/dl per a family member; the patient stated that she thinks it may have went lower. The patient was reportedly treated with oral carbohydrate and her bg resolved to a safe level without requiring medical intervention. The patient stated that she was new to the pump at the time of the event and she had forgotten to disconnect with a site change. She was unsure of how much insulin she primed while attached and was unsure of the exact date of the incident. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4): the history from the time of the reported incident is unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ezprime operation was performed with no issues. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The patient had reported at the time of the original complaint that she did not detach while performing a site/set change and received additional insulin due to use error.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient reported that she primed the pump while attached; the pump's user guide instructs the patient to be disconnected from the site any time the pump is performing a rewind, load, or prime step and prior to entering the ezprime menu the pump screen displays a reminder to the patient to disconnect. No conclusions can be made at this time.